Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The physician also reported having difficulties rotating the helix. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.